Event description:
Boston scientific received information that the patient with this lead and device had a mammogram two months ago. Shortly after, the patient presented to the emergency room due to hearing beeping noises. One month later, a follow up visit revealed increased impedance and high out of range shock impedance measurements. In addition, the device had migrated from the pocket and there was arm pain. The right and left ventricular leads are non-boston scientific leads. A replacement procedure is intended. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.